Event description:
The customer contacted baxter's service center reporting an alarm. The home patient (hp) stated they took the heater bag off the line and replaced it, which occurred on the homechoice (hc) during use. The home patient (hp) cycled the power off and on, the system error did not repeat. The hp stated that during a check the supply line, refilling the heater, the hp took the heater bag off the line and replaced it with a full bag. The technical service representative (tsr) explained proper procedure to him. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - reuse of single-use product issue is confirmed because it was reported during an alarm situation check supply line, customer swapped a heater solution bag only, which is a use error/poor aseptic technique. The assignable cause is undetermined. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.